Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no issue with the device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with unknown saline breast implants which the patient reported noticing more droopiness, feels difference between the right breast from the left, and does not feel as full after implantation. Patient met with the surgeon, and he didn't confirm deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.